Event description:
A talent stent graft system was inserted into a pt for the endovascular treatment of an abdominal aortic aneurysm approximately 11 months ago. The aortic neck was not calcified and the remainder of the anatomy was unremarkable. It was reported that at the time of implant there was flow to both renal arteries and the pt was fine. The pt returned for a routine f/u and the CT demonstrated that there was partial renal occlusion as flow appears to be compromised to right renal artery. According to the radiologist the right kidney is shrinking. The pt is asymptomatic, creatinine is normal, and is not hypertensive. There has been no intervention, however the physician will continue to monitor the pt. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B)(4). Eval, results: arterial and venous occlusion - unk cause of partial renal occlusion. Conclusion: unk cause of partial renal occlusion.